Manufacturer narrative:
This product was received for investigation. Following completion of device technical analysis, this report will be further updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, multiple attempts were made to position the lead to obtain adequate sensing measurements. However, the p-wave sensing was so low that the physician determined the implant requirements could not be met. It was noted that the patient had previously undergone a resection of part of the right auricle, which is suspected to be the cause of the inadequate sensing measurements. As a result, the lead was exchanged for a non-bsc lead. No adverse effects were reported for the patient. The lead is expected to be returned.

Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited low sensing of the p-wave. Despite multiple attempts to adjust the lead, the sensing measurements did not meet implant requirements. Consequently, the physician decided not to implant this lead. No adverse patient effects were reported, and the lead is expected to be returned. A request was submitted to the field to obtain additional details as to how the procedure was completed; however, no additional information has been received at this time.

Manufacturer narrative:
This product was received for investigation. Following completion of device technical analysis, this report will be further updated.

Event description:
It was reported that during the procedure, multiple attempts were made to position the lead to obtain adequate sensing measurements. However, the p-wave sensing was so low that the physician determined the implant requirements could not be met. It was noted that the patient had previously undergone a resection of part of the right auricle, which is suspected to be the cause of the inadequate sensing measurements. As a result, the lead was exchanged for a non-bsc lead. No adverse effects were reported for the patient. The lead was received for investigation which is currently in progress.